Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the product is not being returned, it has been discarded by the customer. We attribute the product's condition to fair wear & tear due to age and use as it is 4 years old and has seen heavy use. No corrective action is required and no further action is warranted. UDI: (B)(4) incomplete. Incomplete the lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a demonstration of his versalok deployment gun the 1st deployment would not fire. The device was not used in a procedure. There were no patient consequences. The sales rep verified the device is 4 years old, has seen heavy use, and was visibly worn. The device was discarded.

Manufacturer narrative:
Incorrect conclusion code selected. This follow up will be submitted to capture the correct conclusion code. UDI: (B)(4). Incomplete the lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.